Manufacturer narrative:
Evaluation: results: the complaint for "invalid impedance" was confirmed. The returned lead extension was in good condition with no visible anomalies. Continuity and stress (twisting, bending, stretching) testing revealed intermittent open when stressed that was isolated to channel 5. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3 - reference MFR. Reports: 1627487-2014-03315 and 03316.